Event description:
It was reported to adac that in brachytherapy preplanning, after all seeds were digitized into the system and the plan was calculated, the isodose curves were not showing up. To get the curves to show up, the customer added an external beam, started the calculation on this beam, cancelled the calculation and deleted the beam. The isodose curves for the brachy plan then appeared. There have been no reports of serious injury due to this issue.